Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the existing implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedances on this right ventricular (rv) lead. The alert triggered as values were greater than 125 ohms and since then, values have been ranging from 88 ohms to 128 ohms. The patient is expected to be brought in for further evaluation. At this time, the products remain in service. No adverse patient effects were reported.